Event description:
The initial reporter alleged discrepant results using the kit s201 t-scrn mpx v2.0 96t ce-ivd on the single server pdm 230v instrument. The customer tested a pp6 sample on (B)(6) 2020 and generated a hepatitis c virus (hcv) reactive result with a cycle threshold (CT) value of 43.1 and a hepatitis b virus (hbv) non-reactive result. The sample was resolved on (B)(6) 2020 and generated an hbv reactive result with a CT value of 37.2 and an hcv non-reactive result. Repeat testing of the resolved sample was not performed. Serology testing for the sample was reactive for hbv and non-reactive for hcv. The blood was discarded.

Manufacturer narrative:
The reported event occurred on an s201 instrument with serial number (B)(6). The investigation determined that the kit s201 t-scrn mpx v2.0 96t ce-ivd assay performed as intended, with no indication of a product malfunction or adverse event. The discrepant results were attributed to the sample being at or below the limit of detection (lod) of the assay. Late cycle threshold (CT) values observed for both hbv and hcv are consistent with a viral load below the assay's lod, where results may fluctuate between reactive and non-reactive. Additionally, the pooling of samples (1:6 dilution) may have further reduced the viral concentration, contributing to the observed results. The investigation was limited as the customer did not provide raw data or a problem report due to confidentiality regulations. The blood sample was discarded, and no repeat testing of the resolved sample was performed. The device remains in operation at the customer site.